Manufacturer narrative:
Following the investigation performed on the subject event data log files, the root cause is a known design defect.

Event description:
It was reported that during a surgery the communication wire to the force sensor was pushed at the articulation point of joint 5 on the robot arm due to a pinching of the laser communication connector. The device showed a communication failure and was restarted. The wires was cleared and the robot arm functioned as intended. Approximately 5 minutes were lost during the reboot.